Manufacturer narrative:
A specific root cause could not be determined. Based on the data provided, a reagent issue was not observed. An issue was preanalytics was suspected as the customer did not use the recommended sample tube rack adapters, performed no tube inversions, and used a too short clotting time. These factors lead to issue with sample quality and leads to high risk for pipetting issues. The customer performed additional comparison with another site and the comparisons were acceptable.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
When they received poor results for proficiency testing and repeated previously tested patient samples, the customer discovered questionable elecsys estradiol iii assay results had been generated . The specific dates of testing were requested but the customer could not provide the information. The customer also performed comparisons with another site and found further discrepant results. Of the data provided, only the result for one sample was discrepant. The result at this site was 11010 pmol/l and the result at the other site was 18595 pmol/l. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer commented that the qc results for the assay had been erratic and the measuring cell, sipper probe, and sample/reagent probe had been recently replaced. The customer stated while they were cleaning the bead mixer or wash station, that the liquid they removed with a syringe was very bubbly and almost foamy. The field service representative checked and replaced the pinch tubing and ran performance testing which was okay. A new reagent pack, fresh calibrator material, and fresh qc were loaded onto the analyzer and calibration and qc results were okay.